Event description:
In 2008, the patient was implanted with a gore tag thoracic endoprosthesis to treat an aortic transsection. At about 20 days post-operative, films showed infolding in the device. The device was explanted about 4 days later. The patient tolerated the procedure.

Manufacturer narrative:
Results - a review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient populations: traumatic aortic transections.